Event description:
A surgeon reported a patient seeing haze when looking at lights following intraocular lens (iol) implant surgery. The surgeon reported seeing microdots on 70% of the iol. In a follow up, the surgeon reported the iol was exchanged. The event resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic had a small crack in the edge. Lens did not appear "hazy". The optical resolution was acceptable; lens met specification for focal length of cylinder readings. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/19/2009, 11/23/2009, 11/24/2009, 12/04/2009 and 12/09/2009 by phone, fax, and mail. A completed questionnaire was received on 12/08/2009.